Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient received inappropriate therapy and that the right ventricular lead exhibited t-wave oversensing. The sensitivity was reprogrammed and the lead is still in use. No further patient complications were reported as a result of this event.